Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited a capture threshold anomaly and a loss of sensing. Repositioning the lead, resolved the issue, but the stylet was stuck inside the lead. The physician elected to not use the lead; another lead was implanted. The patient's condition post procedure was stable.